Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. The device was returned with the pipeline stuck inside the catheter. The catheter was found to be separated into two segments. The catheter body was found to be stretched and accordioned at the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. No flash or voids molded were observed in the hub. The broken ends of the catheter exhibited with stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the reported ¿resistance during delivery,¿causing the pipeline flex delivery system to become damaged and stuck; subsequently causing the marksman catheter to become separated. All products are 100% inspected for damage and irregularities during manufacture. The marksman instructions for use advises: ¿never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of an unruptured, right saccular aneurysm, the marksman catheter broke. It was reported that there was lot of resistance when the pipeline passed through the catheter. The pipeline as not able to advance and the marksman catheter broke. The pipeline and the marksman were removed without a problem. New microcatheter was used and new pipeline placed without issue. The vessel was moderately tortuous. No patient complications were reported.